Manufacturer narrative:
As reported, hydrosurg irrigator leaked saline and yellow fluid on the battery compartment. The subject device has been discarded. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without sample evaluation, a definitive conclusion cannot be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic cholecystectomy procedure, hydro-surg lap irrigator had saline and yellow fluid leaking in the battery compartment within a minute of use. The device was replaced and there was no further patient impact.